Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using lispro insulin within the pump supplies. Tandem customer technical support informed customer that lispro is off-label per the user guide. Customer loaded more insulin into the cartridge and changed the infusion set to address occlusion. Customer¿s blood glucose level was 505 mg/dl. Additionally, it was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.